Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had mechanical lead complication. This lead was explanted and replaced with no issue. Additional information was received indicating that the field representative could not verify the event and was unaware of the issue. This ra lead is out of service. No additional adverse patient effects were reported.